Event description:
A talent bifurcated stent graft delivery systems was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The patient's vessels were 7 mm in diameter. Vessel morphology was moderately calcified and severely tortuous. The device was inserted into the vessel; however, was unable to be advance to the intended landing zone. During the advancement the delivery catheter kinked, 10-12 cm from the tip of the catheter. The device was removed from the patient without issue. The patient was left untreated. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Evaluation results: (moderate calcification and severely tortuous vessels). (Device discarded). Evaluation conclusion: (moderate calcification and severely tortuous vessels).